Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, d4, g3, g6, h2, h4, h6 the root cause of this event cannot be conclusively determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying pathologies. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
H10: additional narrative: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that this valve model 3000tfx25mm was explanted from the aortic position after an implant duration of four (4) years and one (1) month due to endocarditis with vegetations. As reported, the explanted device was originally implanted in a bentall procedure. The patient presented to the emergency department with a stroke. Positive blood cultures with hacek were detected. A valve model 3300tfx23mm was implanted in replacement. The explanted device was sent to the pathology lab for culture. Reoperation had reportedly no complications. The patient was discharged home on pod # 18.

Event description:
It was reported via the implant patient registry that this valve model 3000tfx25mm was explanted from the aortic position after an implant duration of 4 years and 1 month for unknown reason. A valve model 3300tfx23mm was implanted in replacement. No other information was provided.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.